Manufacturer narrative:
The patient fell in the shower when the grab bar did not adhere to the shower wall. Patient sustained fractures to the third and fourth toes on her left foot. These required splinting and a sugical shoe. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The patient fell in the shower when the grab bar did not adhere to the shower wall.